Event description:
It was reported that approximately six months prior to surgery ((B)(6) 2004) the patient developed increasing low back pain and left radicular leg pain and weakness. She reported that her foot and toes became numb at times and that she was ¿dragging¿ her left foot with ambulation. She described feeling as if an electrical shock were shooting down her left leg and also complained of sharp generalized pain in the left groin. The patient also reported cervical spine and right upper extremity pain that had been present since her acdf surgery but had improved following surgery. The patient underwent injections and nerve blocks for her pain with only minimal relief. She also underwent physical therapy with only mild temporary relief of her symptoms. On (B)(6) 2005 a CT scan and a lumbar myelogram revealed severe spinal stenosis with an intradural tumor at the l3-l4 level just distal to her harrington hooks. The tumor was 3 centimeters in nature. Clinically the patient demonstrated l5 distribution of her leg pain and a slight wasting of her left leg. She reported that an emg showed a nerve injury but these test results were not provided. Cervical spine x-rays were obtained that show solid arthrodesis from c4-c6. The c6-c7 disc space revealed some mild degeneration. An x-ray of the lumbar spine revealed previous thoracic fusion to l2 with a single harrington rod and harrington compression construct. The patient had a 32 degree curve (apex from l1-l4) and evidence of a one centimeter trunk shift to the right. As a result of the patient¿s previous thoracic spinal fusion to l2, lumbar disc degeneration at l2 to l5, l4 intradural tumor with severe pain and left l5 radiculopathy with progression, surgical intervention was recommended. Removal of the previous harrington distraction and compression rods, fusion exploration, pedicle screw instrumentation of the upper thoracic spine to the sacrum, placement of iliac screws in the galveston position, and posterolateral fusion of l2 to the sacrum with local bone and infuse bone morphogenic protein was planned. On (B)(6) 2005 the patient underwent electrodiagnostic nerve conduction studies and an electromyogram of the bilateral lower extremities. The electromyogram was consistent with left l5 and left s1 lumbosacral radiculopathies with acute and subacute electrical changes evident. Minimal right s1 radiculopathy was also detected. The nerve conduction studies in the bilateral lower extremities were borderline for peripheral neuropathy. On (B)(6) 2005 the patient presented for a pre-operative visit. She reported ongoing pain in both legs and back that she described as ranging from a 7 to a 10 on a 10-point pain scale. The pain was described as a deep ache with shooting, burning pain and numbness made worse by lying down. The pain was only alleviated by showers and pain medication. The patient also reported problems with edema in her legs and numbness in the left leg that extended up to her knee. Her oswestry score was 58 and her sf-36 questionnaire showed significant functional restriction. On (B)(6) 2005 the patient was hospitalized to undergo a four stage operation secondary to symptomatic scoliotic deformity, an l3 intradural tumor diagnosed pathologically as a schwannoma, intractable back pain, and lower extremity pain that was greater on the left than right. Medtronic legacy rods and screws were used. Stage 1 of the surgery involved an anterior discectomy at l2-l3, l3-l4, and l4-l5 with fusion from l2 to l5 using patella structure allograft cages and bone morphogenic protein. The l2-3 level was addressed first. After the discectomy was carried out the appropriate size patellar structural allograft was selected. The anterior portion of that was drilled out to make a hole and into that a single sponge of infuse bone morphogenic protein was placed. The graft was then impacted to stable position in the midline where it retained disc height but without excessive disc distraction. A second sponge of rhbmp-2/acs was then divided in half and placed adjacent to that posteriorly and over that was laid allograft croutons. Gelfoam was placed at the anterior disc space. The l4-5 and l3-4 levels were similarly addressed. The l5-s1 level was explored but found to be stable with apparent residual disc and no signs of motion. Stage 2 involved the removal of the previous harrington distraction and compression rods and hooks, and pedicle screw placement using stealth guidance at l3-l4, l4-l5 and the ilium. Stage 3 included decompression and tumor resection at the l3-l4 level by dr (B)(6). Stage 4 included continued pedicle screw placement from roughly t12 to t6, rod placement from t6 to the ilium, and posteriolateral fusion of l2 to the sacrum with the use of stealth guidance. A large amount of local bone was harvested dorsal of the previous fusion mass and was finely morsellized. To that another large allograft of infuse bone morphogenic protein was laid in the facet joints of l2, l3, l4, and l5 and then that was further added to the local bone which was laid down posterolaterally and in the facet joints then covered by gelfoam. A large amount of bone graft was laid down. No significant change in sensory or motor evoked potential responses was noted during the procedure. No significant spinal nerve root activity was noted from the lumbar sacral area. The patient tolerated the procedure well with no complications. Estimated blood loss was 1725 cc. Total volume replaced was 4900 cc of crystalloid, 500 cc of albumin, 825 of cellsaver blood, and two units of packed red blood cells. On postoperative day number one ((B)(6) 2005) the patient experienced incisional pain but no leg pain. On postoperative day number two ((B)(6) 2005) the patient developed some mild right anterior thigh discomfort and her patient controlled anesthesia had to be increased secondary to poor pain control. The patient had a 6-beat run of ventricular tachycardia that evening with eventual stabilization. She developed thrombocytopenia and was transfused six units of platelets. Lasix was also given and two amps of calcium gluconate were given for decreased calcium levels. The patient also developed a spinal headache that resolved within 24 hours of removal of her postoperative drain. She was kept in bed until postoperative day four. She continued to improve with mobilization and had pain control issues but the patient denied any leg pain prior to her discharge on (B)(6) 2005. Her thrombocytopenia and electrolyte imbalances resolved. X-rays taken prior to discharge showed no complications with her graft and the hardware was in place. On (B)(6) 2005 the patient underwent an MRI of the lumbar spine with contrast to evaluate for recurrent schwannoma and a CT scan of the lumbar spine from l2-s1 to assess fusion consolidation. On (B)(6) 2005 the patient was seen in the spine center for a post-operative follow-up visit. The patient complained of pain in the lower back and left buttock described as deep and aching. On a scale of 1 to 10 the patient rated her pain as 2 (4/10 at the worst). Walking more than two hours aggravated her pain and rest and ultram relieved her symptoms. An x-ray of the lumbar spine was obtained that showed excellent spinal alignment with no signs of complications, loss of fixation, or other problems. Based on the plain film radiology it appeared fusion was progressing satisfactorily. A CT scan of the lumbar spine showed overall anatomic alignment following l2 through sacral fusion, intact l3-l4 and l4-l5 fusion but not fusion not demonstrated at the l5-s1 level, posterior fusion was forming along the edges of the posterolateral facets at l4-l5 , l3-l4, and l2-l3, an osteophyte was causing moderate right l3-l4 foraminal stenosis, degenerative changes at the left sacroiliac joint were detected, and an arcuate pattern of bony deposition was seen posteriorly suggesting bmp placement. Posterolateral bone was not yet confluent. The MRI results did not show any evidence of residual or recurrent intradural tumor in the lumbar spine. There were no signs of lucency or any suggestion of pseudoarthrosis. These results were interpreted as early fusion at l5-s1 that was not as well demonstrated as compared to the upper lumbar levels. On (B)(6) 2005 the neurosurgeon reported that the patient¿s fusion appeared to be consolidating very well except for the very lowest level where there was no evidence of frank nonunion, but the fusion appeared less mature. Osteoporosis prophylaxis was recommended. On (B)(6) 2005 the patient reported that she was in a car accident. The patient reported that she was pain free going into the accident but afterward was experiencing some neck and low back pain. On (B)(6) 2005 the patient underwent a CT scan that showed no evidence of central stenosis or foraminal stenosis in the lumbar spine. The area appeared to be satisfactorily consolidated. No evidence of pseudoarthrosis was identified at l5-s1 or the proximal areas. A lumbar spine x-ray was also obtained that showed extensive postsurgical changes of lumbosacral fusion. The patient¿s only clinical complaint was an area of tenderness over the left l3 pedicle screw. A diagnostic hardware block in the area of maximum tenderness was recommended. On (B)(6) 2006 it was noted that the patient had substantial improvement in her symptoms following surgical intervention in (B)(6) 2005. It was recommended by the neurosurgeon that performed the (B)(6) 2005 surgery that her fusion be considered fully consolidated and well healed with no complications. The patient was cleared to return to essentially normal activity. The patient was also advised that at the time of her surgery her sacroiliac joints were not fused. As a result there was still motion between the iliac screws and the lowest lumbar screws which occasionally, in the long-term, produces a fracture of the rod between the screws. It was noted that this is most often an incidental finding on x-ray and was not commonly associated with any pain nor would it usually require any treatment. On (B)(6) 2006 the patient underwent an MRI that demonstrated peripherally clumped roots in the thecal sac distally that was suggestive of mild grade I arachnoiditis. The exam was mildly limited secondary to metallic artifact. The patient¿s "levoscoliosis" was unchanged as were the disk bulges at l3-4 and l4-5 and a postoperative fluid collection. There was no evidence for recurrent or residual schwannoma. On (B)(6) 2006 the patient notified the (B)(6) center that she had developed burning pain along the sciatic nerve and in the low back as well as bilateral leg paresthesias without any apparent triggering factor, trauma, or injury. This was described as not as bad as prior to surgery but still severe. She had been using a tens unit at home which helped her symptoms. She had also been doing physical therapy which she also found was somewhat helpful in easing her pain. On (B)(6) 2006 the patient was seen for her one year follow-up and was doing very well with a greatly improved quality of life and no need for narcotic pain management. Around (B)(6) 2007 the patient began experiencing increasing low back pain and bilateral lumbar radiculopathy, more pronounced on the left than right, as well as pain radiating up and into the left scapular region and into the right flank and abdomen. She reported that her leg pain was more pronounced on the left and extended into the ankle. She also developed the new symptoms of urinary retention and rectal pain. She stated that the sensation to void was not present until her bladder was reasonably full and the should would experience bladder pain and urgency. The patient underwent a lumbar myelogram and was found to have evidence of a new t12 lesion most likely representative of a schwannoma or neurofibroma. On (B)(6) 2007 the patient underwent an MRI of the lumbar spine. The exam was severely limited due to extensive metallic fusion. There was a lobular fluid collection seen along the posterior margin of the thecal sac, extending from l1 to l3 and measuring approximately 6 cm in maximum craniocaudad dimension. The collection measured approximately 3.5 cm in maximum transverse dimension and approximately 1.3 cm in maximum ap dimension. The finding was compatible with a postoperative seroma, however, an infected fluid collection could be entirely excluded. On (B)(6) 2007 the patient underwent a cervical and thoracic spine CT and myelogram that showed stable post-operative changes throughout the cervical spine with good alignment of the hardware. The thoracic spine demonstrated evidence of dextroscoliosis with posterior fusion rods extending from t7 down to the lumbar spine and an 8 mm by 7mm by 6mm intradural extramedullary mass rising off of the left cauda equine nerve root at the level of the t12 vertebral body. On (B)(6) 2008 the patient underwent a lower extremity emg that suggested diffuse lumbosacral as well as t12 nerve root irritation bilaterally that could be compatible with bilateral polyradiculitis, arachnoiditis, and spinal stenosis. On (B)(6) 2008 the patient underwent a somatosensory evoked potential study that indicated a slowing of conduction with central somatosensory pathways to lower extremity stimulation. The results were considered to be consistent with a spinal cord tumor. On (B)(6) 2008 the patient underwent a thoracic laminectomy at t12-l1 with intradural exploration and microscopic gross total resection of an intradural extramedullary spinal cord tumor at the t12 level and posterolateral arthrodesis at t12-l1 using allograft and autograft bone. The procedure was conducted using the operating microscope and microsurgical technique. Intraoperative x-ray evaluation using fluoroscopy was also used. The spinal cord tumor was identified in the intradural region at t12. It was coming off of a nerve root with several nerve roots attached to the tumor. The tumor was carefully dissected out and the nerve roots were removed from the surface of the tumor leaving them intact and freeing the tumor from the nerve roots. The pathology report revealed the tumor to be a schwannoma. The patient was discharged home on (B)(6) 2008 in excellent condition. On (B)(6) 2008 the patient was seen in the neurosurgical clinic for a follow-up visit. She reported experiencing significant improvement in her leg pain and bladder function. She also reported experiencing some residual left heel numbness and some right-sided thoracic pain along with occasional left buttock pain, but otherwise she was much better than prior to surgery. Her pa and lateral thoracic spine films demonstrated mild dextroscoliosis, good alignment, and beginning of progression of arthrodesis. On (B)(6) 2008 the patient reported a month long history of progressive urinary retention and associated urinary tract infections resulting in the patient needing to straight cath on at least one occasion, rectal pain, left lower extremity numbness, left buttock pain, and bilateral leg pain. On (B)(6) 2008 the patient underwent a thoracolumbar myelogram and post procedural CT scan that demonstrated evidence of stable post-operative changes and good placement of the hardware. There was levoscoliosis in the mid lumbar spine that was unchanged from previous studies. On (B)(6) 2008 the patient was seen for a follow-up neurosurgical consultation. She continued to report left buttock pain extending down the lateral aspect of the left leg, some occasional anterior thigh pain, and some radiation of pain into the groin. She did note some improvement of her urinary symptoms. On (B)(6) 2011 it was reported that the patient presented with recurrent back and leg pain. She had a broken rod on the left however, CT scan documented solid fusion. The patient responded to hardware injections but the neurosurgeon was contemplating removing the implants to see if that would provide the patient with some pain relief.

Manufacturer narrative:
(B)(4).

Event description:
History/comorbidities: schwannoma tumor. Social history: non- smoker it was reported that on (B)(6) 2005: the patient underwent spinal fusion using rhbmp-2/acs. The patient also underwent l7 l4 down with anterior and posterior approach. On (B)(6) 2005: the patient tested positive for bone growth tumors and had osteophyte causing moderate right l3-l4 foraminal stenosis. On (B)(6) 2006: the patient had nerve damage. Type: neuropathy. Grade I arachnoiditis [a neuropathic disease caused by inflammation] was observed. On (B)(6) 2006: the patient complained presented chronic pain. On an unknown date in 2008: the patient underwent removal of spinal tumor at t12. The patient underwent removal of all hardware and added bone grafts to fill in the holes with screws. After this surgery, adhesive arachoiditis flared up and the patient had complex regional pain syndrome. On (B)(6) 2011: the patient underwent corrective surgery due to bone growth tumor. On (B)(6) 2011: the patient had migration, broken rod on the left.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.